Manufacturer narrative:
Investigation summary: the device was visually inspected and the peek housing was found cracked with internal components exposed. Then, deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine and the t bar was found slid down causing the improper deflection condition. The damage observed is related to the t bar slid down issue since the crack is caused by the stress of the t bar inside the tip. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the t bar slippage cannot be determined, however, an internal corrective action has been opened to investigate this issue. (B)(4)

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. Initially, it was reported that the catheter puller wire lost deflection during the procedure. The catheter was replaced and the issue resolved. The procedure continued without patient consequence. This deflection issue was assessed as not reportable. Since the catheter was unable to deflect or relax completely, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster failure analysis lab received the device for evaluation. It was discovered on july 9, 2018, that the peek housing was cracked at the transitional area approximately 1.5 cm from catheter distal tip. Internal components were exposed in the transitional area. The peek housing being cracked with the internal components being exposed, was assessed as a reportable malfunction. The awareness date for this reportable issue is july 9, 2018.